Event description:
It was reported that during the surgery of a quadriceps tendon repair, the anchor was broken while the surgeon implanted it to the patient's patella. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2 : foreign : japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device does confirm the anchor is broken along with the tip being bent. Part of the anchor was returned. The device was cycled to confirm that the shaft extends and retracts when turning the knob. Item and lot numbers are not confirmed as they are not etched on the part. The returned device is visually conforming to the print, minus the fractured tip and snare loop. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.